Event description:
The distributor reported that during a patient procedure, the capsule cup remained attached to the pill camera when the pill camera was deployed. A roth net retrieval device was used to retrieve the device. No report of procedure delay.

Manufacturer narrative:
The event is investigation in process as the advance capsule endoscope delivery device subject of the reported event will be returned to steris for evaluation. A follow-up report will be submitted once additional information becomes available. UDI related data clarification: the lot/serial number are unknown; therefore, the applicable UDI and production identifiers were not included in this report.

Manufacturer narrative:
No additional medical intervention or treatment was needed due to the reported issue. Steris requested the return of the device subject of the reported event; however, the device was not returned for evaluation. Without, the return of the device the exact cause of the reported event could not be determined. Steris offered in-service training to the proper use and operation of the device and the user facility declined. No additional issues have been reported.